Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter after fixation. The device remained implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of ¿spontaneous release occurred¿ was confirmed. As received, a catheter was returned in one piece. Visual inspection of the catheter found the tether control knob to be in the aligned position while the distal tethers were mis-aligned. X-ray inspection of the catheter did not find any anomalies. Dimensional analysis was performed and both protrusion lengths and aligned/mis-aligned offsets were not in specification. Functional testing was performed and when positioning the tether control knob to the aligned position the tethers were mis-aligned and while when positioning the tether control knob to the mis-aligned position the tethers were aligned.